Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with visible moisture in the display. During testing, the audio and vibratory alerts functioned normally, but the display screen was blank. The keypad button functionality could not be tested due to the blank display screen. The keypad cover was removed and no defects were found. The leak test failed due to a display lens leak. The pump was opened and removed from the case and there was evidence of moisture/corrosion on all internal surfaces.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the down arrow, ok, and contrast keypad buttons were under responsive to user presses. Moisture was allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.